Event description:
Patient, with an unknown medical history, experienced knee irritation, redness, swelling and effusion. The pt began a treatment with synvisc in 2005. The pt received three injections of synvisc into unknown knee after the third injection, the pt experienced serve redness and swelling. Aspiration resulted in a cloudy fluid which did not indicate an infection after a microbiological examination. The pt was treated with 8 mg dexamethasone and 75 mg diclofenac intra-articularly. Simultaneously, oral ciprofloxacin was prescribed. On unknown dates, two additional aspirations were performed and the pt was treated repeatedly with dexamethasone and diclofenac intra-articularly. At the time of this report, the pt had not yet recovered.